Event description:
It was reported that the dermacarrier became stuck inside the zimmer skin graft mesher during meshing. The device had to be disassembled to remove the carrier. The facility reporting the event is a cadaver tissue bank. As such, there was no report of pt injury.

Manufacturer narrative:
The device was returned to the MFR for repair and evaluation. The svc record indicates that the device was mfg on 03/19/2010 and was last repaired on 03/28/2013 for a non-related issue. Evaluation of the device observed that the comb was damaged, which could cause the graft and carrier to stick in it. Prior to repair, the device was within calibration. Both cutters that were returned with the device produced acceptable grafts. The cause is likely the user not maintaining the device per proper handling. The device was serviced and returned to the customer.